Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer mis-read the last digit of a sample ID for a patient specimen. (B)(6). The operator noticed the mis-ID did not match the laboratory worksheet due to a "no match" error message on the patient printout. No erroneous results were generated because the results for the ID mis-read did not match any known patient specimen and were not reported out. There was no death, serious injury or change to patient treatment associated with this event.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the instrument's decoder board and scanner head. The instrument checksum was disabled. Per product labeling "beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy". The root cause is that the checksum digit was disabled by the customer.